Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. DHR review could not be conducted since the lot number is unknown. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "end connector disconnecting from ett. No medical intervention required. No desat or any patient harm."

Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event as the issue occurred prior to use, thus, the initial MDR submitted on 07/16/2025 and the follow up report submitted on 08/15/2025 should be retracted. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on potential lot based on sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "end connector disconnecting from ett. No medical intervention required. No desat or any patient harm."

Event description:
It was reported that: "end connector disconnecting from ett. No medical intervention required. No desat or any patient harm."

Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on potential lot based on sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.